Event description:
It was reported that following a generator replacement on (B)(6) 2016 due to low battery ¿ ifi yes - high lead impedance was observed. It was reported that the lead was replaced on (B)(6) 2016 due to suspected discontinuity. Further clarification was received that high lead impedance on system diagnostic (>=10000) was observed on (B)(6) 2016. Generator replacement was done on (B)(6) 2016. As consequence, the lead was replaced on (B)(6) 2016. In theatre, a small break in lead was found ¿ this was not visible on the x-ray images. It was reported that the last known good diagnostic results were observed on (B)(6) 2016, systems diagnostic=ok; impedance value 2080 ohms and ifi = yes.